Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was pulling out the catheter when they noticed the tip had sheared off the catheter.